Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that the server had been rebooted earlier and confirmed that all services were running normally, with healthy communication between enterprise server and carefusion engine and no signs of disconnection. The tss successfully accessed both systems and observed no delays or data transfer issues and confirmed that there were no issues with the device, and no further investigation was required. Tss confirmed that the issue was due to the server being rebooted. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a login failure occurred. The customer stated that all users were unable to log in to the es server, and stations located in the ed department were also affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.